Manufacturer narrative:
The alleged complaint could not be confirmed. The provided information alleges that an evolution® biofoam tibial base implant has fractured. The index operation took place in 2023, but the exact date could not be determined. The revision operation occurred in (B)(6) 2025. Mpo post market quality did not receive images, radiographs, operative notes, or other clinically relevant documentation for investigation. Therefore, the reported failure is unable to be confirmed. Furthermore, the manufacturing lots of the subject devices are unknown. The received incident report indicates that the tibial implant experienced subsidence as confirmed radiographically. Historically, implant fracture of bone-contacting implants could occur in instances of inadequate bone support which can result in increased stress in the unsupported regions of the implant. Trauma is also a potential contributing factor to implant fracture. The cause of inadequate bone support can be influenced by patient and/or surgical factors such as surgical technique, implant positioning, and patient bone quality. The current microport knee systems package insert (150806-4) lists "fracture by trauma or excessive loading, particularly in the presence of poor bone stock " as a possible adverse effect of total knee arthroplasty. It also states the following about other potential factors that can influence the success of total knee arthroplasty: "patient selection should consider the following factors which could lead to increased risk of failure and can be critical to the eventual success of the procedure: the patient's weight, activity level, and occupation. The patient should be warned that the prosthesis does not replace normal healthy bone, that the prosthesis can break or become damaged as a result of certain activity or trauma, has a finite expected service life, and may need to be replaced at some time in the future. The patient should also be advised of other risks that the surgeon believes should be disclosed. The patient must be advised of the limitations of the reconstruction and the need for protection of the prosthesis from full weight bearing until adequate fixation and healing have occurred. Excessive activity and trauma affecting the joint replacement have been implicated with failure of the reconstruction by loosening, fracture and/or wear of the prosthetic components." There were no current trends identified per mpo trending procedures, and this occurrence is the first reported fracture of this product family in canada. Without return of the subject devices, images, radiographs, or other additional information, mpo is unable to provide conclusions regarding this event. Mpo will continue to monitor this issue through complaint tracking.

Event description:
Allegedly, had a failure of a cementless tibial base done in 2023. Additional information received on 12/03/2025: patient reported sudden onset of pain. Xray confirmed implant subsidence and possible fracture. Surgery to revise the tibial base was planned.

Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.